Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that both the nurse and patient reported hearing one short beep while ambulating on batteries. The beeping happened again late in the day. The vad coordinator checked the history information on the system monitor which showed a brief pump stop with speed drops and power spikes in the range of 12. The patient was asymptomatic with therapeutic inr and blood pressure was stable. Waveforms and log files were sent to the manufacturer for evaluation. The patient was successfully switched to a back up system controller.

Manufacturer narrative:
The patient remains ongoing on the back-up system controller. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.